Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with customer and confirmed the reported problem. Upon troubleshooting, rse found the probable cause of the malfunction was keyboard had been pressed. To solve the problem, customer released keyboard. After releasing the keyboard, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.